Event description:
Describe event or problem: it was reported that the patient underwent a bilateral latera absorbable nasal implant procedure and then, about three weeks later presented with redness and swelling on the right side. Topical and systemic (oral) antibiotics were prescribed. The condition was noted to be improved at the follow up visit approximately two weeks later. A follow-up report indicated that the patient's condition had worsened at two months after implant, with pus seeping from the implant area on the right side. The implant on the patient's right side was surgically removed approximately two months post implantation to address the infection. The infection resolved and the implant on the left side remains implanted.